Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior to implant, the helix could not be fully retracted after it was extended. The device was not implanted.

Manufacturer narrative:
Analysis was normal. No anomaly was found.